Manufacturer narrative:
(B)(4). The reported ischemia and thrombosis are listed in the promus instructions for use as known adverse events associated with coronary stenting procedures.

Event description:
Subsequent to the initial medwatch report, it was reported that the patient experienced ischemic symptoms lasting longer than 10 minutes. Additionally, angiography revealed thrombosis in the index stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency and the product was not returned. The reported myocardial infarction and stenosis are listed in the promus instructions for use, as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a 2.75 x 23 mm promus stenting procedure in the proximal left anterior descending artery. On (B)(6) 2011, the patient was hospitalized after experiencing progressive symptoms of exertional dyspnea and fatigue which was diagnosed as a myocardial infarction. Coronary angiography on (B)(6) 2011 revealed a totally occluded recent saphenous vein graft to the posterior descending artery, culprit stenosis in the proximal, intra-stent restenosis in the left anterior descending. The patient underwent percutaneous coronary revascularization with additional stenting. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.